Manufacturer narrative:
(B)(4). Date sent 2/11/2026. D4 batch #457d45. Investigation summary: the product was returned for thorough evaluation, which included visual inspections and functional testing of the returned device. Visual analysis of the returned sample determined that the ec60a device was received for analysis with no apparent damaged and with a gst60b reload loaded on the device. The reload was received partially fired 1/5. In addition, an opened package was received along with the device. The device was tested for functionality in the articulated position with the returned reload by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. The event reported was confirmed and it is related to improper use of the device. The partially fired is consistent with an incomplete or interrupted cycle. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 457d45, and no non-conformances were identified. A manufacturing record evaluation was performed for the device lot e25060003, and no non-conformances were identified.

Event description:
It was reported that during a sigmoid resection surgery, could not fire. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.